Event description:
It was reported that during a renal stone lithotripsy procedure, the fiber was broken suddenly during lasering. The device was removed, and the procedure was completed with another of the same fiber. Patient was stable, there was no patient complication.

Event description:
It was reported that during a renal stone lithotripsy procedure, the fiber was broken suddenly during lasering. The device was removed, and the procedure was completed with another of the same fiber. Patient was stable, there was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified that the fiber was received in two pieces confirming the reported event. Microscopic inspection of the tip indicated it was degraded. The connector looks in good condition. The functional test determined that the aiming beam was bright but distorted. Additionally, the console displayed the error message 67 indicating that the fiber expired. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the fiber body break.